Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 421 mg/dl at the time of incident. The customer also reported their blood glucose reached 529 mg/dl. Customer treated their blood glucose with a insulin pump. The customer stated they forgot to deliver a bolus, causing them to have high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the customer's insulin pump. It was also found the insulin pump passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.